Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited undersensing on the right atrial (ra) lead channel as well as loss of capture (loc) on the right ventricular (rv) lead channel, which was suspected to be caused by fibrosis and scarred tissue. The physician opted to surgically abandon and replace the leads, and explant and replace the device. No additional adverse patient effects were reported. This device has not been returned.